Event description:
I used renu with moisture loc contact lens solution from 04/01/05 until 08/18/05 when I went to the dr with pain in my left eye. Other symptoms included redness, discharge, light sensitivity and vision loss. I was diagnosed with pseudomonas, and rec'd treatment for several months. A corneal transplant procedure was done. I am still taking anti-rejection medication for the transplant and have not recovered my vision in that eye.